Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas alleging that there was a call service 064 issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 20-jun-2018 with the following findings: a review of the black box showed evidence of call service 064 motor errors and call service 078 motor rewind errors on the complaint date. A 24 hour basal program was run with the returned battery cap. No reboots, loss of power, or call service alarms were duplicated. The pump case was removed to find the motor flex cable fully inserted into the motor flex connector and the connector latched. Evidence of moisture contamination was found inside the pump on the motor boost circuit components. A call service 064 motor error was not duplicated during investigation.